Event description:
The user facility reported that a 32-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. The device was inserted without issue but upon ramping up, the device had suction alarms at levels of p-7 or higher. Transesophageal echocardiogram (tee) showed haziness around the inlet. As a result, the physician opted to removed and replace the device with a new one. The second device ran without issue. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Analysis of the data logs confirmed the low flow within about five minutes of the pump starting. Visual inspection found no defects on the pump and functional testing passed. Based on the available information, the root cause of the low flow was most likely due to patient condition as no issues were found on the pump & the low flow could not be reproduced. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.